Event description:
It was reported that the user experienced hyperglycemia while using the ilet with an inset infusion set, with blood glucose reportedly over 400, and customer care advised checking for a bent cannula or kinked tubing and performing a supply change; the user reported no bent cannula or kinked tubing and proceeded with a supply change independently. Symptoms included no reported clinical symptoms despite high glucose. Outcomes included no reported medical intervention or hospitalization. Investigation included troubleshooting and education by customer care focused on infusion set and supply change. Investigation of this case revealed no confirmed device malfunction, no identified infusion set occlusion, and an unclear cause of hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.